Event description:
The ventricular assist device (vad) coordinator reported that this patient was recovering post-operatively from having a pump placed into the right atrium and previous placement of biventricular vads. On (B)(6) 2015, an echo at the bedside suggested inadequate unloading despite speed changes. On (B)(6) 2015, a CT scan was performed after right hemiparesis was noted. The CT demonstrated the patient had experienced an embolic stroke with nearly complete left middle cerebral artery territory acute infarction due to occlusion of the m1 segment of the left middle cerebral artery. The CT report indicated the filling defect extends into the a1 segment of the left anterior cerebral artery without occlusion. The infarction's mass effect results in minimal midline shift and no basilar cistern effacement. There was no intracranial hemorrhage. The pump flows had been gradually decreasing and it was believed that she had a rvad outflow graft thrombus resulting in the icva. The patient was on intravenous (IV) heparin and asa 325 with an inr of 2.7. The family was consulted; care was withdrawn and the patient died two days later. The cause of death was embolic ischemic cerebrovascular accident (icva), per the vad coordinator, and was related to the device. An autopsy will not be performed and the pumps will not be explanted and the equipment will be discarded per site protocol.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including thrombus and stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus and stroke are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). As reported, the pumps are not available for return to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of controller log files was not possible as the log files for the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information it appears that patient comorbidities, clinical and pharmacological factors may have impacted the events. This is one of two reports (3007042319-2015-00275 and 3007042319-2015-00295) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pumps remain implanted and therefore are not available for analysis. This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00275 and 3007042319-2015-00295) submitted for devices related to the same event. Device remains implanted.